Event description:
It was reported that the pump battery could not be charged and that the pump battery was depleting quickly. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer's blood glucose value was between 116-130 mg/dl. Replacement adapter was sent to customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.